Event description:
The customer stated that she went to the emergency room due to high blood glucose levels. The customer was treated and sent home. The next day, the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 447 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. It was also stated that the esc button worked intermittently. During the call, the act button became unresponsive and further troubleshooting could not be conducted. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.